Manufacturer narrative:
The company service rep checked the system and replaced a swollen o-ring on the vitrectomy connector, the root cause of the performance problem reported, and unrelated to the pt event. The root cause of the reported posterior capsule tear is unknown, and cannot be determined in this investigation.

Event description:
The nurse reported that an unplanned vitrectomy occurred during a case (as a result of a posterior capsular tear). The tubing would not click in and the nurse had to hold the tubing to the system to keep from coming undone (the vitrectomy connector was not working). The case was completed without pt injury. There was no further post-operative pt information provided.